Event description:
It was reported that a domiciliary visit was performed on a patient and it was discovered that the device had triggered safety mode. The patient had apparently not been seen for two years and the latitude monitor stopped working. Therefore, it is suspected the patient might have been in safety mode condition for two years. Device replacement was advised, however, the device remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that a domiciliary visit was performed on a patient and it was discovered that the device had triggered safety mode. The patient had apparently not been seen for two years and the latitude monitor stopped working. Therefore, it is suspected the patient might have been in safety mode condition for two years. Device replacement was advised, however, the device remains in service at this time. No adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. This device is expected to be returned for analysis. No further adverse patient effects were reported.